Event description:
It was reported via repair work order that the brakes would not engage on the foot end due to damaged brake rings and brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.